Event description:
It was reported that, "pt was brought to the operating room to revise the acetabular component due to chronic dislocations. A zimmer cup was removed and a tritanium cluster shell was implanted. Drilled to place screw into acetabular component as per surgical protocol. A 6.5x3.5mm cancellous screw was introduced through the acetabular shell into hole previously drilled. Upon trying to fully seat the screw, the head of the screwdriver broke off in the head of the screw. The screw was not able to be taken out and the doctor had to cut out the head and proximal shaft of screw with metal cutting burr. The acetabular shell was left in place as well as the distal portion of the screw in the pelvis. Doctor stated that the shell was well fixed and didn't want to lose press-fit. Doctor also stated that he believed the screw hit a steinmen pin that is used for retraction and that is the reason he believed the screwdriver broke."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.